Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00200. The patient was implanted with an ams elevate graft. It was reported that the patient experienced physical pain and suffering, has sustained permanent injury, physical deformity, and has undergone and will undergo corrective surgery.